Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator no longer works and they were in so much pain when the spinal cord stimulator (scs) stopped working 2 years ago. Patient mentioned they had to replace the handheld device and they were sent the wrong one. Patient stated that now their implant was dead and they were in so much pain so they were starting all over. Patient mentioned they were going to try replace their battery, they were trying to get their records and they couldn't remember any information of their healthcare provider (hcp). Patient commented they had adjustments done before. Agent provided patient implant model and serial numbers, hcps listed on file and implanting hospital information.